Manufacturer narrative:
H6: product not returned for evaluation.

Event description:
Patient reported that his infusion device began beeping and displayed a 2.0 with four dashes on the display screen. The patient was aware of the power pack recall, and stated that the power packs used during this issue was in use for 16 days. The patient changed out his power packs and the infusion device started working properly. The patient's blood glucose was not affected. No medical treatment was necessary. The product will not be returned for evaluation.